Manufacturer narrative:
Image review: the patient executive summary was reviewed and provided sufficient information to assess the relevant anatomy. Review demonstrated a moderately calcified aortic valve with an annular perimeter of 76.6 millimeter¿s (mm) and a perimeter-derived diameter of 24.4 mm, which would be consistent with consideration of a 29 mm evolut valve. Protruding annular calcification extending into the left ventricular outflow tract was noted. No evidence of a pre-existing aortic dissection was identified on the executive summary. Two intraprocedural fluoroscopic media files and two images were provided for review. Fluoroscopic valve load inspection demonstrated an acceptable load. It was reported that a pre-implant balloon aortic valvuloplasty (bav) was performed prior to valve implantation; however, the balloon make, model, and size were not documented. During the first deployment attempt, the reference pigtail catheter was observed to have become entangled in the valve. One recapture was reportedly performed due to suboptimal valve depth. During the subsequent deployment attempt, valve depth was considered acceptable at an estimated depth of approximately 3 mm at the non-coronary cusp. Imaging demonstrated findings consistent with an aortic dissection originating at the non-coronary cusp and extending into the ascending aorta. The full extent of the dissection cannot be determined based on the limited imaging provided. Documentation indicates that the dissection was not recognized at the time, and the valve was released. The patient¿s condition deteriorated shortly after completion of the procedure, and echocardiography demonstrated a pericardial effusion. Images of the echocardiogram were not available. Due to continued clinical deterioration, the patient was converted to surgical management, at which time an aortic dissection was identified. Given the limited imaging and documentation available, the timing and etiology of the dissection cannot be determined. As stated in the instructions for use (IFU), potential adverse events associated with the implantation of the evolut fx+ bioprotesis may include, but are not limited to; cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention), or emergent su rgical. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the pre-implant balloon aortic valvuloplasty (bav) was performed using a non-medtronic 22 mm balloon. Additionally, a non-medtronic guidewire was used during the procedure. Per the physician, posterior calcification along the aortic root contributed to the dissection. It was reported that the pre-implant bav and the non-medtronic guidewire could be excluded as contributing factors to the dissection; however, it was unknown if the dcs could be excluded as a contributing factor. Additionally, it was reported that the patient died prior to the completion of the pericardial window. Per the physician, the cause of death was pericardial effusion as a result of the aortic dissection leading to hemodynamic compromise. Per the physician, it was unknown if the valve and dcs could be excluded as contributing factors to the death.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the attempted implantation of a transcatheter aortic bioprosthetic valve (tav), a pre-implant balloon aortic valvuloplasty (bav) was performed due to annular calcification. Following the bav, the delivery catheter system (dcs) and loaded valve were inserted into the patient¿s vasculature at the femoral artery and advanced to the aortic annulus without issue. The valve was deployed to the 80% mark, where the implant depth was deemed too deep. Subsequently, the valve was partially recaptured and the dcs dislodged into the aortic root, where the valve was then fully recaptured. On the second deployment attempt, the valve was successfully deployed at an implant depth of 3mm below the non-coronary cusp and 3mm below the left coronary cusp. An echocardiogram was performed to evaluate the tav position, there was no evidence of transvalvular or paravalvular leak. The dcs was withdrawn from the patient, and the access site was closed. Following access site closure, the patient's blood pressure was decreasing. An echocardiogram was performed and identified a pericardial effusion. A pericardiocentesis was performed followed by an attempt to drain the blood through a pericardial window; however, the patient did not recover. Once the patient¿s chest was open for the pericardial window, a dissection of the ascending aorta was noted. It was unclear what caused the aortic dissection or when it occurred. The procedure was delayed 2 hours in attempt to manage this adverse event. Additional information was received that the pre-implant balloon aortic valvuloplasty (bav) was performed using a non-medtronic 22 mm balloon. Additionally, a non-medtronic guidewire was used during the procedure. Per the physician, posterior calcification along the aortic root contributed to the dissection. It was reported that the pre-implant bav and the non-medtronic guidewire could be excluded as contributing factors to the dissection; however, it was unknown if the dcs could be excluded as a contributing factor. Additionally, it was reported that the patient died prior to the completion of the pericardial window. Per the physician, the cause of death was pericardial effusion as a result of the aortic dissection leading to hemodynamic compromise. Per the physician, it was unknown if the valve and dcs could be excluded as contributing factors to the death. Additional information was received that per the physician, the non-medtronic guidewire can be excluded as a contributing cause to the death, and the patient's underlying medical history did not cause or contribute to the death.

Event description:
It was reported, during the attempted implantation of a transcatheter aortic bioprosthetic valve (tav), a pre-implant balloon aortic valvuloplasty (bav) was performed due to annular calcification. Following the bav, the delivery catheter system (dcs) and loaded valve were inserted into the patient¿s vasculature at the femoral artery and advanced to the aortic annulus without issue. The valve was deployed to the 80% mark, where the implant depth was deemed too deep. Subsequently, the valve was partially recaptured and the dcs dislodged into the aortic root, where the valve was then fully recaptured. On the second deployment attempt, the valve was successfully deployed at an implant depth of 3mm below the non-coronary cusp and 3mm below the left coronary cusp. An echocardiogram was performed to evaluate the tav position, there was no evidence of transvalvular or paravalvular leak. The dcs was withdrawn from the patient, and the access site was closed. Following access site closure, the patient's blood pressure was decreasing. An echocardiogram was performed and identified a pericardial effusion. A pericardiocentesis was performed followed by an attempt to drain the blood through a pericardial window; however, the patient did not recover. Once the patient¿s chest was open for the pericardial window, a dissection of the ascending aorta was noted. It was unclear what caused the aortic dissection or when it occurred. The procedure was delayed 2 hours in attempt to manage this adverse event.

Manufacturer narrative:
D. This is a system report. The section d. Information is for the primary device, which was in use with the following device which cannot be excluded as potential contributing factor to the adverse event: brand name: evolut fx dcs; product ID: d-evolutfx-2329; lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: not implantable; FDA site ID: 9612164. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.